Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation; customer had returned an empty test strip vial. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer called concerned with test results from results obtained of 166, 255, 353 and 163 mg/dl. The customer stated his expected am fasting blood glucose test result range is 100-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 06/30/2027 and per the customer the open vial date is 3 weeks ago. The meter memory was reviewed for previous test result history: result 1: 166 mg/dl date: (B)(6) 2026 time: 11:00am fasting am. Result 2: 255mg/dl date: (B)(6) 2026 time: 10:00am fasting am. Result 3 :353 mg/dl date: (B)(6) 2026 time: 9:00am fasting am. Result 4: 163 mg/dl date (B)(6) 2026 time: 1:00pm non-fasting pm.